Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 690 mg/dl. The customer's current blood glucose is 127 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea as a result of high blood glucose value. The customer treated high blood glucose value with intravenous manual injection. The customer reported small bubble. The connector of the insulin pump there was leaking coming out. Customer was unable to complete carelink upload. The drive support cap appears normal. The insulin pump will not be returned for analysis.